Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, difficulty flushing was encountered, and as a result, no image could be obtained. Flushing was reattempted to remove the air, but it was unsuccessful. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, difficulty flushing was encountered, and as a result, no image could be obtained. Flushing was reattempted to remove the air, but it was unsuccessful. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.